Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (0011812807); product type: delivery catheter system (dcs). Product ID: evolut pro plus valve (sn unknown); implant date: (B)(6) 2024. Product ID: evproplus-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6) - pli 10) into a patient with aortic stenosis and insufficiency, the valve was loaded and the load was verified under fluoroscopy. The valve was released to 80% and the valve dislodged, therefore was recaptured. The valve was released a second time to 80% and an infold was observed. The valve dislodged again. A second recapture was performed. The implanter attempted to release the valve a third time to 80% however the infold persisted and the valve did not expand. The valve was recaptured and the entire system was withdrawn from the patient and replaced. The replacement valve (sn unknown - pli 30) was loaded and the load was verified as successful using fluoroscopy. The valve was released to 80% and the formation of an infold was observed with the replacement valve. The implanter elected to release the valve due to its adequate position. When the valve was completed released, it was reported that the infold spontaneously disappeared. The valve was post dilated using a 25 mm balloon. Angiographic controls were successful and reported a gradient of 0 mmhg. It was noted that the patient was being evaluated for a permanent pacemaker placement. It was also noted that a small dissection had occurred in the ascending aorta, but the dissection did not generate issues for the patient. Follow up observation of  the dissection was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant of the first valve, a small aortic dissection was observed likely caused by the recapture. No treatment for the aortic dissection as the patient was hemodynamically stable. Following the valve implant, atrio-ventricular block was observed. Four days following the valve implant, a pacemaker was implanted. The patient was discharged six days following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional codes image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported the infold occurred after one recapture. It was reported that another deployment attempt was made with the same outcome. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Fluoroscopic valve load inspection for the new valve was not provided for review thus it is not possible to validate a good load with the new system. Upon deployment of the new valve just prior to the point of no recapture, an infold is noted. Despite the infold, the valve was released. It was reported that the infold spontaneously disappeared after release; however, the infold appears to still be visible immediately post release. The subsequent media file shows that at some point after deployment, the infold resolved. It was reported that a post implant dilatation was performed which could have contributed to the resolution of the infold. An aortic dissection was also reported; however, it is not possible to identify any aortic dissection with the media files provided. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that complete atrio-ventricular (av) block was noted at the end of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.